Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that significant waveforms/ noise appeared in the right atrial (ra) lead electrograms (egm) at same time and opposite direction of qrs in the right ventricular (rv) lead egm. The leads remain in use. No patient complications have been reported as a result of this event.